Event description:
Procedure type: hysterectomy. According to the rptr: surgeon was using the product across the vaginal cuff when the needle broke in half. Both pieces were successfully retrieved and a new handle with a new load was opened. The case was delayed more than 30 mins. No bleeding reported. Pt is in good condition.

Manufacturer narrative:
Date initial report sent: 03/09/2009.